Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the knee surgery took place on (B)(4) 2017. The surgeon told the patient to leave stimulation on for the procedure. Since the surgery, the patient has been feeling vibration and pain in the screws. The patient stopped using stimulation in of (B)(4) 2017 due to this issue. The hcp and patient were working together to find a hcp that accepted the patient's insurance. The symptoms were stated to be sudden.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that on (B)(6) 2017 the patient had an unrelated knee replacement and now they cannot turn their stimulator on because it is stimulating the hardware that was put in for their knee. The patient does not have a managing healthcare professional (hcp) so a hcp listings was sent to the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the issue had not been determined; the patient was still waiting to be seen by a doctor. The patient contacted the previous doctor¿s office, but they only did placement, not management. The manufacturer provided a list of doctors and the patient needed to find out which ones where in their insurance network. It was noted that for new patients, the earliest appointment was (B)(6) 2018.